Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used on (B)(6) 2021 during a robotic hysterectomy procedure and ¿right after manipulator was inserted, a piece inside the handle broke so the handle just sits and spins.¿ there was no impact or injury to the patient. The procedure was completed without an alternate. There was a minimal delay. Further assessment was sent; however, no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. A two-year lot history review cannot be conducted as no lot number was provided. A device history review can not be conducted as no lot number was provided. A two-year review of complaint history revealed there has been a total of 58 complaints, regarding 70 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.